Event description:
On 16th october, 2023 getinge became aware of an issue with one of surgical lights - volista standop. It was stated the cap (part number: ard652001094) was damaged with risk of falling on the operator field. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - volista standop. It was stated the cap (part number: ard652001094) was damaged with risk of falling on the operator field. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed devices were or were not being used for patient treatment or diagnosis when the event took place. Subject matter expert established: the cap is in fact a shutter for sheet metal. The function of this part is seal the hole of the arm (located under the arm). It is impossible to determine the exact cause of the partial breakage of this part. Only abnormal use (violent collisions, excessive pressure¿) can damage this device as reported in this complaint. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.